Event description:
Update: (B)(4) 2012 - patient fact sheet was received, which identified part/lot information, date of revision. Per op notes: displaced acetabular component with a small fracture in the posterior wall (bone), patient had a fall. The complaint and associated mdrs were updated. The complaint and been re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number and additional information. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation alleges that the patient suffered injury and excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
Prosthesis, hip, semi-constrained (metal uncemented acetabular component).

Manufacturer narrative:
Prosthesis, hip, semi-constrained (metal uncemented acetabular component).

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.